Manufacturer narrative:
Updated fields: b4, d1, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found large helium tank at the bottom was full, but after entering the system, the helium volume was zero. It was found that the main unit of the machine was partially extracted and not installed properly after being installed back, resulting in the inability to fill the helium in the bottom helium tank into the internal helium tank after the helium in the internal helium tank was used up. The fse inform the user of the correct operation method. The device passed the pre-use inspection. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted once additional information has been obtained.

Event description:
It was reported that after powering on the inta aortic balloon pump (iabp) no helium was displayed on the main screen. No patient was involved.